Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ekph, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s system had just been replaced the morning of the report. She got home and wanted to check the programs, but the ¿programmer did not work.¿ she stated that ¿she had her faulty device replaced, she just went through surgery and now she had a faulty device that did not work.¿ the ¿doctor¿s face¿ came up with a warning power on reset (por). The patient was unable to adjust stimulation and was ¿not a very happen person, just haven¿t gotten home from the hospital.¿ to the patient it appeared that ¿the manufacturer representative did not set it up right at the hospital.¿ it was noted that when the representative left surgery, half way through closing, the implantable neurostimulator (ins) was set at 1.20 and the patient programmer was working and fine. The patient and representative wondered if additional equipment, such as electrocautery, needed to be used as the doctor was closing and might have triggered the warning por. Follow-up received from the healthcare provider (hcp) reported that the device got reset in the operating room (or) and would not turn on. The system was restarted and the impedances were ok. The patient recovered without permanent impairment and the unit was working. Refer to manufacturing report #3004209178-2014-20597 as the previous system had just been replaced due to problems.